Manufacturer narrative:
Final investigation showed that a foam tip was present in the returned packaging. This object is used during reprocessing and appears to have broken off in the device during the reprocessing procedure.

Event description:
It was reported that when a trocar was inserted into a pt, a piece of foam came out and fell into the pt.